Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was inserted and inflated with 8ml of fluid prior to surgery. Upon removal, it was noticed that a small piece of the balloon was missing. The piece was retrieved from inside the patient with a cystoscopy. There was no reported patient injury. Per additional information via email from ibc on 15sep2020, detached piece removed through cystoscope.

Manufacturer narrative:
The reported event was confirmed. Based on the photo sample, it was observed that the catheter had irregular burst with missing piece. However, the exact cause of how and when the problem occurred could not be determined. However, the possible root cause could be uneven sac thickness/overinflated. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter balllon was inserted and inflated with 8ml of fluid prior to surgery. Upon removal, it was noticed that a small piece of the balloon was missing. The piece was retrieved from inside the patient with a cystoscopy. There was no reported patient injury. Per additional information via email from (B)(6) on (B)(6) 2020, detached piece removed through cystoscope.